Manufacturer narrative:
It was reported from a radiologist that after reviewing a medical image of a patient that had a trapease vena cava filter previously implanted, the filter was perforating the inferior vena cava (ivc). The patient initially complained of abdominal burning. The device is implanted in the patient and will not be returned. The physician doesn't believe there is a perforation. No additional information was provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One image was received, image appears to be an abdominal slice of a CT scan. Noted are six round radiopaque images (potentially filter struts) in the formation of a circle. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The complaint mentioned a possible perforation of the ivc wall. With the image that is available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After imagery review for a treapease filter case, a call from the radiologist stated that one of the struts of vena cava trapease filter is perforating the ivc. The patient initially complained of abdominal burning. The device is implanted in the patient and will not be returned. The physician doesn't believe there is a perforation. No additional information was provided.